Event description:
It was reported that reason for call was pt reported their controller was not holding charge and that controller lights up but won't hold a charge. Pt stated when they plug in the recharger to charge their implant, the controller goes blank. Pt stated that when they plug controller into wall, controller does not charge. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt stated their controller screen did not light up although the ac power supply has a green light on it. Pt put the li battery back in while controller connected to wall, but controller stayed blank. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the pt. Pt's replacement controller becomes blank and unresponsive when plugged into the re charger (rtm). During the call patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed controller was at 90% and implant was at 80%. Pt then connected the rtm, and the controller became blank and unresponsive. A replacement rtm was requested. Additional information was received from the patient. Pt called back saying they got the replacement controller and rtm, but the controller would still blink on and off, like the battery was not making good contact inside controller. Pt said if they squeezed the back of controller tight, the screen would come on, but if they let up the battery wouldn't make contact in controller. Pt inspected battery pack and described seeing the computer board inside. Pss sent battery pack request to repair for the battery pack. Additional information was received from a patient (pt). It was reported that they received the replacement battery pack/dummy controller and they knew the dummy controller was green and nonfunctional, but it looked like they could see the pc board on the inside. The pt confirmed the battery pack had split. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from the pt. Pt called back and said they sent all equipment back to repair except the new battery pack they got. Pt seemed to think that they were supposed to do this. Pt misunderstood instructions. They only have battery pack. Emailed repair to send new controller and rtm. Pt called back and inquired if they should send back the dummy controller/nonfunctioning controller. Ps reviewed information. Pt stated everything was working.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6). Product ID 97745. Serial# (B)(6). Product type: programmer. Product ID 97755. Serial# (B)(6). Product type: recharger. Product ID m995402a001. Serial# (B)(6). Product ID 97745. Serial# (B)(6). Product type: programmer. Product ID 97755-s. Serial# (B)(6). Product type: recharger. Product ID 97745bp. Serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745nt controller (serial number (B)(6) revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.